Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling.

Event description:
It was reported that during a procedure to treat the heavily calcified, 5 mm right superficial femoral artery (sfa) after predilatation to 6 mm at 6 atmosphere for 1 minute, the supera stent during deployment became stretched and in the middle of the stent a 'torsion'/twisting occurred. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.